Manufacturer narrative:
(B)(4). Date sent: 6/1/2020. D4: batch #t5e200. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: is the current patient status known? Patient is doing fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No, device was not used in procedure, another device was used to complete.

Event description:
It was reported that during a lap anterior resection, the surgeon failed to straighten the device, then failed to open. Surgeon looked at it and deemed it not safe to use on patient, so there was no patient involvement. There was an unspecified delay in the procedure. However, the case was completed and another device was opened. There were on patient consequences.